Event description:
No further event information is available at the time of this report.

Manufacturer narrative:
Zimmer biomet complaint (B)(4). The following sections have been updated: b4: date of this report. B5: describe event or problem. D1: brand name. D2: device product code. D4: catalog. G3: date received by manufacturer. H1: type of report, follow-up number. H2: follow up type. H10: additional narrative.

Manufacturer narrative:
Zimmerbiomet complaint number (B)(4).

Event description:
It was reported that the driver fractured. The doctor confirms that the procedure was completed with other instruments and that the patient did not suffer any negative impact on his health.

Event description:
No further event information is available at the time of this report.

Manufacturer narrative:
Zimmer biomet (B)(4). One right angle slotted driver tip 30mm (rasd6) was returned for investigation. Visual inspection of the as returned product identified, that the device had fractured at the tip. The reported event could not be recreated, due to the nature of the dental devices and event (fracture). Patient conditions, tooth location and duration of placement are irrelevant to this investigation. Device history record (DHR) review could not be performed for item rasd6, as the lot number associated with the reported product is not available. Complaint history review by item (rasd6) was performed over a one-year period. And no complaints related to nonconforming products were identified, using keyword 'fracture'. September post market trending was reviewed, and there were no actionable events or corrective actions for the reported event (fracture) or product. Therefore, based on the available information, device malfunction has occurred, for both devices. And the reported event was confirmed.